Event description:
In 2008, the lay user/patient contacted lifescan alleging an error message with one touch ultramini meter. The complaint was classified based on the customer care advocate (cca). The medical affairs specialist (mas) was unable to correspond with the patient by phone. The mas mailed a letter to the patient on june 3, 2008. The patient was unable to recall when the reported meter issue first occurred. As a result of the reported issue, the patient claimed she skipped her diabetic medication. The patient manages her diabetes via apidra in a sliding scale and by lantus 20 unit at bedtime. The patient claimed that she developed symptoms of high blood glucose after the reported meter issue began. The patient was not tested on any other meter. She did not report receiving/requiring any medical treatment at that time. The customer care advocate (cca) walked the customer through the troubleshooting and the issue was not resolved. The patient's meter was replaced. The complaint is reported because the patient alleges that she obtained an error message on the lifescan meter that was not resolved during the troubleshooting. However, she claims that she skipped her usual diabetic medication to the reported issue and developed symptoms of high blood glucose after the reported issue, which can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.